Event description:
This issue is specifically related to the clear care hydraglyde solution. I had previously been using clear care without hydraglyde and experienced no problems. When I was unable to find the version without hydraglyde, I purchased the one with hydraglyde instead. After wearing my contacts for a few hours, I noticed they would become foggy or hazy. Initially, I thought it was due to the type of contacts I was using, so I tried a different kind of contacts from my eye doctor, but the issue persisted. On (B)(6) 2024, I experienced my first corneal abrasion. Following my doctor's recommendation, I stopped using both my contacts and the solution for several weeks. When I resumed use of the solution, I developed corneal edema on (B)(6) 2024. After that, I discontinued the solution and my contacts for several months. Eventually, I found a reddit thread where others reported similar issues linked to the hydraglyde formula. Since switching back to clear care without hydraglyde, I've had no further problems and am able to wear my contacts without issue.